Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the probe cover was confirmed, and the cause appears to be related to use of the device. One used probe cover was returned for investigation. The cover was crumpled and full of clear drops of fluid. Two tears were observed in the distal (closed) end of the probe cover. The tears ranged from 0.5-1 mm in length. A microscopic examination of the tears revealed that the edges were uneven and stretched and wrinkled. A functional test revealed that fluid would leak from the two tears near the distal end. It appears that the probe cover material was stretched and torn. This may have occurred where the needle guide was attached. It was reported that the holes are created after the needle guide is placed on the probe. The needle guide attachment technique could be a potential contributing factor. It is unknown how the needle guides are attached, but the IFU states, ¿do no slide.¿ the IFU indicates to clip the short end of the needle guide to the end of the needle guide hook closest to the top of the probe. Then, push the larger end of the needle guide toward the probe until the needle guide snaps on to the needle guide hook.

Event description:
It was reported by the facility that the probe cover leaked.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaz0361 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0361) have been reported from the same facility.

Event description:
It was reported by the facility that the probe cover leaked.